Manufacturer narrative:
The customer¿s report of set cracked and leaked was confirmed. During inspection it was noted that the female luer had a vertical hair line crack. Further visual inspection of the female luer confirmed the crack was on the knit line with the gate opposite the crack. There were no other damages or any issues observed with the rest of the set. The female luer was inspected under magnification to determine if any stress marks were noted. No stress marks were observed. Functional testing confirmed a leak as fluid flowed through the crack on the female luer. Supplier quality engineering confirmed the cracked female luer is a third-party supplier-related issue. The root cause of the leak was identified as a crack. The cause of the crack was not identified.

Event description:
The customer reported that the luer lock on the pca tubing cracked and leaked while infusing fentanyl (50 ml syringe) at 15 ml/hr and ns (500 ml bag) at 10 ml/hr. Customer stated the set had been in use for 1 day. There was no patient harm reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pca tubing which was infusing fentanyl was noted to be cracked and leaking while connected to a patient. There is no report of patient harm.